Manufacturer narrative:
Corrected to indicate both an adverse event and product problem.

Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for post-lumbar laminectomy syndrome reported they thought it was about time to have their implantable neurostimulator (ins) replaced. The patient further reported she would charge the ins up and it would only last a week at most when it use to last a month. As a result the patient had to charge too often. It was noted the patient didn't leave the device on all of the time, they hadn't been recently reprogrammed or switched to a new group or increased parameters, and there hadn't been any previous over discharge events. It was further reported the patient would wait until her ins depleted all of the way (stimulation would turn off and the patient would experience a return of symptoms so she knew she needed to charge), and would then charge to 100% full. When the patient was asked if there had been any traumas or falls she stated she fell in her front yard in (B)(6) 2015 which was also when the recharging issues started. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.